Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. Grasping was noted to be difficult however the clip was implanted. Post deployment the clip tore off from the posterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip, reducing mr to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, the reported difficult leaflet grasping and incomplete coaptation/slda appear to be due to challenging patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.